Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetes ketoacidosis on (B)(6) 2018 with blood glucose of 386 mg/dl. The other relevant blood glucose was 300 mg/dl and 185 mg/dl. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Additional information was provided which was not included with the initial report. The additional information has been provided with this report.

Event description:
It was reported that the customer was not wearing the insulin pump during their hospitalization.